Manufacturer narrative:
Previous short to shield was reported in MFR report #2916596-2017-02390 and chronic infection reported in MFR report #2916596-2020-06184 and 2916596-2020-06185. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a heartmate ii to heartmate ii exchange on (B)(6) 2020 due to combined complications of chronic driveline infection and driveline wiring damage (a short to shield). The patient had been supported at home with a no-ground patient cable for an extended period of time. The patient's cultures were determined to be pseudomonas aeruginosa driveline infection. The infection was previously treated with continuous cefepime. Surgeons were concerned about damaging driveline further (noting ongoing short to shield with patient home on no ground cable) with debridement so did not debride exit site. Hmii pump, primary controller, and outflow collar replaced during surgical procedure on (B)(6) 2020. The patient had a successful exchange and was discharged. The patient will be on IV cefepime until (B)(6) 2020 with a follow up in clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: a driveline issue can be confirmed through this evaluation the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). Additionally, a specific cause for the reported infection could not be determined through this evaluation. The pump was returned assembled with the driveline severed approximately 12¿ from the pump housing. The sealed inflow conduit and sealed outflow graft were not returned. Examination of the blood-contacting surfaces upon disassembly of the returned device found no adhered depositions or thrombus formations. Examination of the driveline revealed no visible damage to the silicone jacket, bionate layer, or braided shield. Visual inspection of the driveline revealed a breach in the insulation of the orange wire adjacent to the nipple of the pump housing. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that would have contributed to an electrical short. Although a specific cause could not conclusively be determined through this evaluation, the breach in the insulation of the orange wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the driveline. There was no evidence of mechanical damage such as crushing or pinching. If the exposed conductors contacted the braided shield while the system was supported by the power module with a grounded patient cable, the resulting short would have caused a pump stoppage event. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 25aug2016. The heartmate ii instructions for use (IFU), lists infection as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Care instructions for the exit site can be found in the "caring for the driveline exit site" section under "patient care and management" in the hmii lvas IFU. The "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. Heartmate ii lvas patient handbook, section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. This document also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.